Event description:
Procedure: wedge resection. Reportedly, after the fourth firing, returned the black return knobs but the clamp cover did not return and the jaws could not be opened. Therefore, the device could not be released from the tissue. Cut the tissue and retrieved the cartridge with the tissue in the jaws. No further pt injury reported.